Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in follow-up call to ensure the initial concern is resolved. Unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for lo blood glucose test results. Son is calling on behalf of the customer. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer was not available at the time of the call; son stated he would call back. No further information was able to be obtained.